Manufacturer narrative:
An investigation was performed based on the complaint description and customer-provided photograph. The first photograph shows the centrifuge chamber; blood can be seen on the drive tube along with being on the walls and floor of the chamber. Photograph #2 focuses on the drive tube; there is a cut on the drive tube that most likely caused the blood leak. The customer reported alarm #7: blood leak (centrifuge chamber). A known cause for alarm #7 as per the cellex operators manual is that the centrifuge leak detector has detected potential fluid. Alarm #7 could not be confirmed as the smartcard data was not returned for investigation. There were no drive tube issues noted during incoming inspection, and they were accepted into production. The bowl subassembly, which includes the drive tube, also showed no issues during testing. Full kit inspection also found no non-conformances. 32 kits passed lot release testing successfully without any occurrences of drive tube damage or the occurrence of alarm #7. The lot release test results were reviewed and there were no occurrences of any issues with any drive tubes or kits tested. A device history record (DHR) review also found no issues. A material trace of the drive tubes used to build lot p252 did not find any nonconformances. The damage to the drive tube is consistent with a misload of the upper drive tube bearing into the retainer clip causing the drive tube to contact the bearing retainer and leak. The root cause for the drive tube leak was most likely caused by not securing the drive tube bearing into the retainer clip during installation of the drive tube by the end user. Alarm #7: blood leak (cent chamber) reported by the customer was most likely caused by the blood leak in the centrifuge chamber. No further action is required at this time. This investigation is now complete. (B)(6).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p252 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p252 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). 19-dec-2025.

Event description:
The customer contacted therakos to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) alarm and they observed a blood leak at the drive tube after 650mls of whole blood was processed. The treatment was aborted, and the contents of the return bag was manually returned to the patient. The patient was reported to be stable. The kit return was requested; however, the customer discarded the kit. The customer returned the smart card and photographs for investigation.